Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the "humidifier isn't heating up and the lid doesn't close all the way." The patient alleges headache. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information was received on (B)(6) 2023. The patient states, "there is a burning sensation through my nose," and further clarified their headaches were due to their history of sleep apnea. The patient also mentions there is a burning smell coming from the device.

Manufacturer narrative:
H3: not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the "humidifier isn't heating up and the lid doesn't close all the way." The patient alleges headache. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the "humidifier isn't heating up and the lid doesn't close all the way." The patient alleges headache, there is a burning sensation through my nose," and further clarified their headaches were due to their history of sleep apnea. The patient also mentions there is a burning smell coming from the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer for further evaluation. During the evaluation of the device at the manufacturer, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was two error codes found. The manufacturer concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. In this report, in box h method code, results code and conclusion code has been updated/corrected.